Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient was implanted with a strata ii valve in (B)(6) 2012 with the valve set to 1.5. According to the report, in (B)(6) 2013, the patient's strata valve was adjusted to 2 because the patient was experiencing low pressure headaches. In (B)(6) 2013, the patient's valve was adjusted to 2.5 because of low pressure headaches. Reportedly, in (B)(6) 2013, a shunt assist was added because of high pressure headaches and on (B)(6) 2013, the shunt valve was reduced down to 1.5 and tapped twice to relieve symptoms of worsening headaches. The report stated that the valve was explanted on (B)(6) 2014 and replaced with another strata ii valve. Patient history: it was reported that the patient had hydrocephalus following meningitis in 2005. According to the report, the patient was implanted with a shunt from an unknown manufacturer in (B)(6) 2005. It was also reported that the patient had an intermittent shunt malfunction in (B)(6) 2006 and a lesion was found on the anterior half of the corpus callosum in (B)(6) 2007. Reportedly, the patient underwent shunt revision of an unknown manufacturer in (B)(6) 2008. In (B)(6) 2008, the patient's shunt was removed due to post meningitic hydrocephalus and an evd was placed. The report stated that the patient had a new shunt from another manufacturer placed on an unknown date and in (B)(6) 2012, the patient underwent shunt revision to remove and replace the shunt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.